Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (blank screen) issue. The reporter stated that the display screen went blank after the pup had been exposed to water. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 11/12/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/31/2013 with the following findings:during testing, the pump powered on with audible tones and vibrations but the display screen remained blank. The pump case was removed and moisture was observed on the printed circuit board. Moisture corrosion was observed on the display screen flex and the force sensor circuit. Unrelated to the complaint, evaluation revealed a crack in the battery compartment extending from the case seal to the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.